Event description:
It was reported that there was a constant problem with bad surface electrocardiogram (ECG). The customer tried other cables but same result. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The black plastic protective cover of the ECG cable was slipped forwards over the connector and blocked the release spring inside. When the black plastic protective cover was pulled backwards the connector was connected and disconnected successfully and without any problems. (B)(4).